Event description:
Revision surgery due to potted stem, at about 7 years 1 month after primary. Stem, ball head and liner revised successfully.

Manufacturer narrative:
Batch review performed on 09 january 2024. Lot 157630: (B)(4) manufactured and released on 19-apr-2016. Expiration date: 2021-04-04. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.